Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had been in really bad back pain and could hardly even take a step on the floor the pain was so bad. The patient was unable to communicate with the programmer or recharger and had poor communication. When she tried to charge the implant the recharger would not start a charge session and the last time she successfully charged the implant was a couple of months ago. The patient noted she stopped charging because it took her too long to charge, it took 4-5 hours to charge since implant. The patient was directed to their healthcare provider to address the potential over discharge. The indications for use were spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative. It was reported that patient's device was in overdischarge. The cause was patient compliance. Impedances were within normal limits. Power on reset (por), 0x8 was cleared. The issue was resolved. Hcp had no further information. No symptoms were reported and no further complications were reported/anticipated.